Manufacturer narrative:
Lot 14628710. (B)(4). The gore® excluder® aaa endoprosthesis s instructions for use state that users are made aware of the risks associated with coverage of vessel in the IFU, the possibility of subsequent interventional or open surgical repair and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was emergently implanted with two conformable gore® tag® thoracic endoprostheses (tgu3737j/13601607 and tgu4545j/14859842) to treat a rupture of a thoracic aortic aneurysm which located around a left subclavian artery. After deployment of tgu4545j/14859842, a gore® tri-lobe balloon (bcl2645j/14737241) was used for touch-up. Intra-procedure imaging revealed a proximal type I endoleak. After a chimney stent graft (pxc141000j/14628710) was deployed from the ascending aorta to brachiocephalic artery, an additional conformable gore® tag® thoracic endoprostheses (tgu454515j/14779884) was placed from the ascending aorta. The blood pressure was dropped because pxc141000j/14628710 was unintentionally covered a right common carotid artery. In addition, the blood flow into the pleural cavity due to re-rupture was reported. The physician decided to perform a bypass procedure for the right common carotid artery at first but, the bypass procedure was stopped by an anesthesist judgement due to the worse vital sign. The patient was transferred to ICU. The patient passed away due to a cardiac arrest. The physician commented that the pre-existing rupture was once improved but re-rupture occurred during the procedure. This lead to the hemodynamic instability. Fsa found no fault in the physician¿s operation for the re-rupture. No further information was obtained.